Event description:
Consumer sent e-mail stating the brush heads did not fit, they were loose and came out when touching the mouth. No injury was reported.

Manufacturer narrative:
15-feb-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush heads did not fit, they were loose and came out when touching the mouth. No injury was reported.